Event description:
While testing the core impaction drill during routine servicing, it was reported that the device heated up. There was no patient involvement or adverse consequences reported with this event.